Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. There was no reported bg values reported. No additional information was provided regarding the reported issue. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.